Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, an error code was displayed. (B)(4): analysis found that the cable was out of electrical specification.

Event description:
It was reported initially that the programmer had a slow boot time. It was then further reported that while interrogating a device the programmer displayed an error message. The programmer was returned for repair. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification no patient complications have been reported as a result of this event.